Event description:
It was observed during the device inspection that the bronchovideoscope had a black image. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is due to the scope having a dent on it, affecting the image. It was likely caused by stress problem or either by excessive or inadequate physical force exerted on it by another object resulting in the problems such as wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is traced to component failure or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.